Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. Static echo images were received and evaluated by an external expert. The submitted echocardiographic images are remarkable for: 1. The submission of only static, low-resolution images. 2. Bioprosthesis leaflet appearance that is grossly normal. 3. An inability to assess mitral leaflet motion. 4. A larger central mr jet and a smaller paravalvular mr jet. The submitted images do not allow assessment of mitral leaflet motion or full assessment of mitral leaflet anatomy. The reported finding of an immobile leaflet cannot be confirmed, including on review of the 2 3d tee images that appear to show the leaflets in an open position. Although central mr is present and significant, its severity cannot be fully assessed, and its etiology cannot be determined from the submitted images. If available, the submission of moving, higher resolution images could allow additional comment. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 85-year-old patient with a valve model 6900tfx33 implanted in the mitral position was explanted after an implant duration of 13 days due to severe intraprosthetic regurgitation secondary to immobilized leaflet. Reportedly, during the initial surgery the separate stitch patched by ethicon thread suture technique was used. Another valve of the same size and model was successfully implanted in replacement. The patient was noted as to be hospitalized in stable condition after procedure.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), b6 (relevant tests/laboratory data, including dates), d9 (device available for evaluation), g3 (date received by manufacturer), g6 (type of report), h2 (type of follow-up), h3 (device evaluated by manufacturer), h6 (device code(s); type of investigation). H3 product evaluation summary: the product was returned for evaluation. Customer report of regurgitation secondary to immobilized leaflet was visually confirmed due to suture looping. Suture track indentations were observed on free margins of leaflets 2 and 3 near commissure 3. See attached pictures. This indicated the suture was looped around commissure 3. X-ray demonstrated wireform intact. Sutures remained attached to the sewing ring around the valve. No other visible inconsistencies were observed on the valve. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 85-year-old patient with a valve model 6900tfx33 implanted in the mitral position was explanted after an implant duration of 13 days due to severe intraprosthetic regurgitation secondary to immobilized leaflet. Reportedly, during the initial surgery, separate stitch with pledges and ethicon thread suture technique were used. As reported, the tricentrix was used as per instructions for use with no complications. The patient presented with cardiogenic shock. Another valve of the same size and model was successfully implanted in replacement. The patient was noted as to be hospitalized in stable condition after procedure.

Manufacturer narrative:
Added information to d4 (device expiration date) and h4 (device manufacturer date). Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the evaluation and available information, the report of "severe intraprostatic regurgitation secondary to immobilized leaflet" was visually confirmed and the most likely cause is suture looping due to use error. An edwards defect has not been confirmed. Suture looping may occur during a mitral valve replacement (on occasion aortic valve or valve in the tricuspid position) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction; however, this may require exchange of the device.